Event description:
The pt underwent implantation of a synchromed pump and catheter in 2000 for intrathecal infusion of baclofen for intractable spasticity related to cerebral palsy. The pt developed redness, drainage, and incisional wound opening of the device pocket. A device pocket culture was obtained, date unk and results unk. The pt was treated with both oral and intravenous antibiotics and the infection resolved.